Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that no capture was observed when a left ventricular (lv) lead was connected to the implantable cardioverter defibrillator (ICD). There was no complaint on the lv lead which tested well using a pacing system analyzer (psa). The ICD was exchanged and capture was obtained with the replacement ICD. The patient was discharged following the procedure.